Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the up arrow key contact. Unrelated to the complaint, investigation revealed that the display screen is faded and discolored, and the vibration motor is not responding. The display screen was replaced with a test display, and the contrast returned to normal with no signs of fading or discoloration. The pump cover was removed and the vibration motor alignment pins were found to be misaligned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated over the last three weeks, the up arrow intermittently experienced a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.